Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during bolus deliveries. An infusion set change was performed and additional occlusion alarms occurred; no damage was observed on the infusion site. The customer's blood glucose (bg) level was 254mg/dl. A system check was performed and the occlusion alarms were verified. A cartridge and infusion tubing change was performed during the system check and the customer successfully delivered a correction bolus to address the bg level.